Event description:
It was reported that the ventricular pace light on an external pulse generator (epg) stays on steady. The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).